Manufacturer narrative:
One cadd legacy pump was returned for analysis. The customer's reported problem was confirmed. According to the investigation error code 46510 and 46515 were found during investigation. However, there was no signs of fluid ingression found. According to the investigation, the pumps mp board was found to be faulty and needed to be replaced. The problem source of the reported problem is unknown.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited a red screen with four triangles as well as error codes 456-10 and 465-15. No adverse patient effects were reported.